Manufacturer narrative:
(B)(4). Batch # m54z2m. The analysis results found that the ntlc75 device was received in good visual condition and with a cartridge reload loaded on the device. The reload was received fully fired. In addition another reload was received with the knife not completely within doghouse, fully fired and the swing tab in the unlocked position. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. The device was tested for functionality with the test cartridge. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Enterectomy total or partial. In what procedure was the device used? Not informed. Was the firing knob in the home position when the attempt was made to open the device? No. Was the device abnormally difficult to open? Yes. Where along the cutting line was the knife blade visible? No. Did the injury occur when the device was attempted to be removed from tissue or during cartridge removal? Not informed.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? In what procedure was the device used? Was the firing knob in the home position when the attempt was made to open the device? Was the device abnormally difficult to open? Where along the cutting line was the knife blade visible? Did the injury occur when the device was attempted to be removed from tissue or during cartridge removal?

Event description:
It was reported by the affiliate that during an unknown procedure, "I've been through this report, inform the company ethicon that on (B)(6) 2016, when using the linear stapler 75mm during the surgery at the hospital promater, serious accident occurred as described below. The stapler was opened as usual by the room circulating; the load was normally positioned by scrub technician of our team. After shooting for stapling and target bowel following the cut, the stapler was open, but the lever of cutting / stapling locked without being in your ideal position, aligned with the stapler shaft. At this time, when trying to unlock the lever, the cutting blade ran over my (surgeon's) finger, causing cutting wound, even when the open and unarmed stapler load positioned already used on site. It was necessary to interrupt the surgery to suture the lesion was performed on my finger, and it was needed to cancel other already scheduled surgery."

Manufacturer narrative:
(B)(4). Batch # m54z2m. An ntlc75 and two (2) sr75 were returned to (B)(4) for additional analysis. A cross functional team of lifecycle design and lifecycle quality reviewed the returned product on 12/16/2016. The ntlc75 was checked for functionality. The firing knob, slip blocks, hook latch, saddle pin, bearing caps, anvil, and cartridge channel were inspected for damage. None of the components were damaged. The sr75 reloads were inspected for damage. For both reloads, cartridge knife shroud (dog house) was not damaged which may indicate a long load. The swing tab, cartridge deck, staple pockets, and drivers were inspected for damage. No damage was noted. However, one of the cartridges was received with the knife exposed out of the cartridge knife shroud. Both reloads were installed into the device to ensure there were no installation issues. Both installed correctly and without added effort. The swing tab on both of the returned sr75¿s was returned to the ¿home¿ position to allow the device to fire. Since the complaint was not related to staple formation, a new reload was not used. The device functioned as intended, the firing knob returned, and the knife returned to be fully covered by the knife shroud. This was done with both reloads. The swing tab was reset again and the firing knob was not fully returned. It was found that the device can be opened with the firing knob not fully returned. If this occurs, the knife is not fully returned and potentially exposed from the cartridge knife shroud. The IFU was reviewed and step 12 states the firing knob must be fully returned to the ¿return knob here¿ position prior to separating the instrument (step 13). Return knob here is printed in red on the end of the handle shroud. The device was found to be conforming. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.